Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva stent grafts and non mdt stent grafts were implanted in 51 patients during in situ fenestration tevar procedures for the treatment of type b aortic dissections (tbads), thoracic aortic aneurysms (taas), and a penetrating ulcer on unknown dates over a 3 year period . The following malfunctions were reported; type ia , type ii endoleaks. These endoleaks were confirmed to have resolved spontaneously at the 6 month and 1 year follow-up. The following serious injuries were reported; stroke, paraplegia a patient death was reported but there is no causal link that a mdt stent graft caused or contributed to any death.